Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. To address the issue, cts decided to replace the pump. The customer planned to use mdi as a backup therapy while waiting for a pump with updated software. Cts gave detailed instructions for the return of the faulty pump and the setup of the replacement, which the customer understood and acknowledged.